Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The nurse received a questionable result from coaguchek xs meter serial number (B)(4). At 7:50 am the result from the meter was 3.2 inr and at 8:43 am the result from a laboratory was 2.4 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitor, no change to coumadin dose, no new medications, no diet changes, no illness, and no symptoms of bleeding or bruising. The customer's meter and test strips were returned for investigation and tested with qc material. Testing results: qc 1: 1.3 inr, qc 2: 1.3 inr, qc 3: 1.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.1 - 1.5 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.